Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the power monitor had shorted out. He replaced the power monitor, power supply and power cord reel. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) ac light on the front intermittently turns on and off. There was no patient involvement, and no adverse event reported.